Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the proximal part of the introducer was ripped during its removal and needed to be cut with a scissors with possible lesion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the introducer was returned without the dilator, and analyzed. Analysis indicated that the mechanical operation of the catheter appearance spiral slitting on the shaft. The catheter shaft was bent. Visual analysis of the lead indicated damage during use. The analyst noted that according to the reported and the analysis finding, it is likely that during the procedure the shaft bent was occurred, and that leads the spiral slitting, and causing the shaft to break. If information is provided in the future, a supplemental report will be issued.